Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
User facility reported that after the system was introduced into pt (one hour), the pt's oxygen saturation had decreased. Upon inspection, the product cuff was found to have leaked. The pt was extubated and the tracheostomy tube was replaced. No permanent adverse effects reported.